Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the electrode was broken off into her body. Customer states more than half the sensor electrode was under the skin. Customer reports the sensor fractured while in the body. Customer reports the sensor is still in the body. Customer reports that they did not receive medical treatment as a result of the sensor fracturing while still in the body. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis..

Manufacturer narrative:
The information provided that the case severity with the initial report was incorrect. The correct information has been included with this report.

Event description:
Case severity has been changed from serious injury to malfunction.

Manufacturer narrative:
Inspected one random opened and used sensor and found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned opened and used. Second sensor found whole sensor no broken or missing parts were observed during analysis. See attached file for details.